Event description:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:08 (coolant temp low) error. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:08 (coolant temp low) error. The root cause of the reported complaint was a defective lm34 temperature sensor. The thermogard system failed functional testing due to a defective lm34 temperature sensor and was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).